Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this event pertains to one of two coredx biopsy forceps used in the same procedure. It was reported to boston scientific corporation that two coredx biopsy forceps were used in the transbronchial tree during a biopsy procedure performed on (B)(6) 2021. The biopsy forceps was inspected before the procedure and found to be okay. However, when the forceps was withdrawn out of the endoscope after obtaining the specimen, the nurse found no sample in the jaws. The forceps was tested again and found the jaws could not close. The nurse opened another coredx forceps, but the same issue occurred. The physician decided not to make another attempt and stopped the procedure. There were no patient complications reported as a result of this event.